Manufacturer narrative:
This event occurred in (B)(6). The customer is not having issues with other assays. The customer stated the issue with high ca 19-9 results occurs near the end of use of the reagent pack. The field service engineer (fse) visited the customer site. Reagent probes were replaced and operational checks were performed. The process cell line and syringe cleaned. Qc was acceptable afterwards. Patient sample material was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for elecsys ca 19-9 on 2 cobas e801 modules: serial number (B)(4) (module a) and (B)(4) (module b). Patient 1 initial result on module a was 80.8 u/ml. The sample was repeated 3 times with results of 23.2 u/ml (module b), 22.7 u/ml (module a) and 23.0 u/ml (module b). On (B)(6) 2019 patient 2 initial result on module b was 77.5 u/ml. The sample was repeated 3 times on module a with results of 15.0 u/ml, 15.1 u/ml and 14.9 u/ml. On (B)(6) 2019 patient 3 initial result on module b was 80 u/ml. The sample was repeated on module b with a result of 20 u/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The customer complained of discrepant results for an additional 3 patient samples tested for ca 19-9: on (B)(6) 2019 patient 4 initial result on module b was 73.8 u/ml. The sample was repeated twice on module a with results of 16.4 u/ml and 16.7 u/ml. On (B)(6) 2019 patient 5 initial result on module a was 74.1 u/ml. The sample was repeated twice on module a with results of 7.02 u/ml and 6.98 u/ml. On (B)(6) 2020 patient 6 initial result on module b was 58.2 u/ml. The sample was repeated twice on module b with results of 34.7 u/ml and 34.7 u/ml. Section d4, expiration date was updated. The investigation is ongoing.